Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system on (B)(6), 2009. An ams apogee device was also implanted during this procedure.according to the complainant, the patient expired. The date and cause of death were not provided. According to the physician's office, the patient has not returned in three years, and no other information is available. All other information is unknown.